Event description:
Approximately 3.5 years following implant of the gore excluder bifurcated endoprosthesis, the patient was surgically converted, and the device was explanted, due to growing aneurysm. No endoleak was noted. Patient status is fine.